Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow up. Upon interrogation, it was found that atrial electrograms (egms) were being over-sensed on the ventricular lead. X-ray was performed and revealed that the patient's right ventricular lead had dislodged into the right atrium. The lead was re-positioned on (B)(6) 2020. The patient was stable.